Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and per physician, the cause for the reported heart block appears to be related to procedural conditions. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The annulus sizing for the patient was diameter of valsalva (mm) n 30.7 / l 29.3 / r 29.4, height of valsalva (mm)n15 / l15 / r15, effective orifice area (cm2) 422, perimeter of annulus (mm) 73.4. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow track (lvot). During the procedure, prior to device placment a pre-bav was performed. While the valve was being placed, the patient went into complete atrioventricular block (cavb), but it resolved quickly. After the valve was placed at a depth of 5mm ncc and 7mm lcc, the patient went back into cavb and pacing was performed at a rate of 60. Before leaving the operating room, a 2:1 atrioventricular block (avb) was noted, and the patient left with temporary pacing in place. Due to the continuation of the 2:1avb, temporary pacing at a rate of 60 was maintained for observation. After monitoring, the patient¿s pulse returned, and cavb was resolved. However, considering the potential for sudden recurrence of conduction system issues, ongoing observation is being continued. The patient's condition is stable.